Event description:
Customer's wife reported that the customer was hospitalized with a low blood glucose reading of 20 mg/dl that had suddenly dropped from a reading of 140 mg/dl. She was unable to troubleshoot for the issue due to not having supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.